Event description:
Customer reported that she experienced high blood glucose of 499 mg/dl; treated with bolus. Customer stated that two days ago her blood glucose value was over 100 mg/dl and the night prior to the call it was from 200 to 400 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Some air bubbles found in the reservoir. No insulin leaks found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.